Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted electrical overstress damage around the antenna and a mark at the top of the over-molded header (an indication of a possible arcing event). The titanium case was opened, and visual inspection identified electrical overstress damage to the high voltage capacitor flex circuit. The battery was tested; the voltage was lower than expected. Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed inability to establish telemetry, no production of tones in the presence of a magnet, and lower than expected battery voltage. An advisory communication was delivered to physicians in december 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Low out of range shock impedance measurements of 1 ohm was observed following shock delivery. Additionally, poor sensing was noted with a flat line. Tachycardia therapy was programmed off and the patient was admitted to the hospital for overnight evaluation. It was noted that the patient was out of their home state and planned to go home the following day for follow up with their regular physician. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. It was reported that this patient was noted to suffer from twiddler's syndrome. Surgical intervention was undertaken. Prior to the procedure, an attempt was made to interrogate the device with a programmer, however, it was unsuccessful after multiple attempts. This device and electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Low out of range shock impedance measurements of 1 ohm was observed following shock delivery. Additionally, poor sensing was noted with a flat line. Tachycardia therapy was programmed off and the patient was admitted to the hospital for overnight evaluation. It was noted that the patient was out of their home state and planned to go home the following day for follow up with their regular physician. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Low out of range shock impedance measurements of 1 ohm was observed following shock delivery. Additionally, poor sensing was noted with a flat line. Tachycardia therapy was programmed off and the patient was admitted to the hospital for overnight evaluation. It was noted that the patient was out of their home state and planned to go home the following day for follow up with their regular physician. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. It was reported that this patient was noted to suffer from twiddler's syndrome. Surgical intervention was undertaken. Prior to the procedure, an attempt was made to interrogate the device with a programmer, however, it was unsuccessful after multiple attempts. This device and electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.